Event description:
It was reported that approximately 33 months after the xience stent implantation in the unpredilated mid-right coronary artery (rca), the left main coronary artery (lmca), the proximal left circumflex artery, and the unpredilated proximal left anterior descending (lad) artery, the patient developed chest discomfort. The patient underwent percutaneous coronary intervention (pci) with stenting of the restenosed lmca, proximal circumflex, and proximal lad. Approximately 3 weeks later the patient had chest pain again and underwent pci with stenting of the restenosed mid-rca. In both cases the patient was discharged the same day as the procedure with symptoms resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The other four xience v stents, are each being filed on separate MFR numbers.